Manufacturer narrative:
The onset date of the peritonitis was reported as ¿since two weeks¿ (not further specified). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause and outcome of the peritonitis were not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). It was not reported whether apd therapy was ongoing. No additional information is available.